Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that solitaire fr stent encountered resistance the patient was undergoing surgery for treatment ischemic stroke. It was noted the patient's vessel tortuosity was moderate. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated and there were no passes with the device. It was reported that after the catheter was in place and the stent was hydrated, the stent could not be delivered into the tail end of the catheter. The resistance was great, and if it was pushed hard, it would kink near the detachment point. A domestic minitech medical stent of the same model was replaced, and the operation continued. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H6 codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there was no kinking when pushing out normally, but it was kinked when there was great resistance in pushing in the microcatheter. The cause of the resistance was unknown. The resistance occurred in the catheter hub. A continuous saline flush was administered and maintained as indicated in the IFU. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information indicates reportable event.